Event description:
It was reported the pt has been experiencing overstimulation whether stimulation is on or off. An impedance check was performed ad no anomalies were found. The pt may discuss the next course of action with a referred physician on a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.